Event description:
It was reported the stylus was not functioning properly. A new stylus was tried, with the same result. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) stylus out of electrical specification; it is noted the programmer had two old stylus with the white shrink tube that would not work.